Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016. The fse isolated the issue to a dirty munsell mask, he found the srm munsell mask was coated externally and internally with buildup. In addition, he found the screw securing the srm head was stripped. He drilled out and replaced both screws he cleaned munsell mask. Once it was cleaned, he placed the srm back in the instrument and calibrated the reflectance and passed qc 3 consecutive times. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported that cb control failed false negative for urobilinogen on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated or reported out of the lab and there was no change or effect to patient treatment in connection to the event.